Event description:
It was reported that during an open colon resection the device was spitting out the clips as they squeezed the handles. Another device was used to complete case. There was no patient consequence.